Manufacturer narrative:
The patient was treated at the emergency room and the emergency room physician disclosed the occurrence was related to the anesthesia. No further issues have been reported and the patient is doing well. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, implanting an expired device, not using antibiotics, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The clinical representative stated the patient has a sensitivity to anesthesia which caused the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the bleeding and allergic reaction is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error-clinician).

Event description:
Patient was taken to the emergency room due to excessive bleeding from the incision site and sneezing, which could be a potential allergy to the anesthesia.